Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing, it was concluded that the device operated within specifications.

Event description:
The customer's mother called to request a replacement insulin pump. During the call, it was discovered that the customer was hospitalized for diabetes ketoacidosis. No further information was provided.